Event description:
The issue involves the orm and dcp servers used within the millennium carenet management orders and the hnam pharmnet systems. The issue occurs when a continuing order is updated to a completed status after one task has been charted, and thus, before its duration has been met. This can be recreated in the following scenario: when a continuing order is activated, resumed, renewed, or suspended, and the exact same catalog code is ordered as either prn or one-time within the same conversation, the continuing order may inherit the prn/one-time logic. Thus, when a task is charted on the continuing order, the continuing order is prematurely updated to a complete status and all subsequent tasks are canceled. The reporting client reported no adverse patient events occurred at their site as a result of the device failure.